Event description:
It was reported the visera elite video system center is unable to recognize scope. The scope was attempted on another unit without issue. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was further reported that the problem was first identified during preparation for use.

Manufacturer narrative:
This follow up report is being submitted to include the device history record (DHR) review evaluation notes, and results from the legal manufacturer investigation. The following sections were updated: b5, d8,d9, e2 ,e3, g2, h3, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The device was returned for investigation. Upon evaluation of the device, the reported issue of scope recognition failure was not confirmed. The unit was tested was a test clv-190 lightsource and an ltf-s190-5, ltf type vh tests scopes. The scope recognition functioned as normal however, a worn-out video connector causing poor connection was noted. In addition, a video connector required replacement. Since the subject device was manufactured more than seven years ago, it is presumed that wear of the lock or corrosion of the electrical contacts occurred. As a result, failure to recognize the scopes ensued. Olympus will continue to monitor complaints for this device.